Manufacturer narrative:
Section a4, b2 (date of death): additional information; section h4: correction. Manufacturer's investigation conclusion: a specific cause for the reported bleeding and subsequent patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined. The account reported that there was bleeding from the patient¿s tracheostomy site which ended up clotting off the tracheostomy. The patient ultimately expired on (B)(6) 2020, from respiratory arrest due to the airway obstruction. The account indicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6), and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was bleeding from trach site and it ended up clotting the trachea. Respiratory arrest was caused due to the airway obstruction. The patient passed away.